Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Pt participated in a multi-center, 4-arm study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disk disease (ddd) between c2-c7. Pt was implanted with a vectra-t cervical plate and a corico cancellous anterior cervical fusion (cc acf) spacer at levels c5, c6, and c7 with pedicle screws at c5, c6, and c7. Postoperatively, pt experienced hematoma/seroma, requiring surgery to remove hematoma with no further complications. This is report one of seven for this event. This report is for file (B)(4).